Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient had been getting intermittent stimulation for the past six months as of (B)(6) 2015. It was noted that the battery voltage was 2.69 volts and the status was ok. Impedance values were in a normal range except for electrodes five and seven which were high, but it was noted that the patient was not programmed on those electrodes. Impedance results were the same when tested at 2.5 volts and 1.5 volts. It was noted that the patient fell once three years prior while playing tennis but did not have any device or therapy issues at the time. The issue occurred during use. The patient was reprogrammed and stated that stimulation was comfortable. The patient was to provide an update in a few weeks as to how the new stimulation program was working for her.